Manufacturer narrative:
The device was not available for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that during a case the tip of the k-wire broke off and was retained in the patient post operatively. This event occurred in austria.

Manufacturer narrative:
Neither the device nor any imaging was available for evaluation. The tip of the k-wire remained in the patient post-operatively. The fracture occurred during the treatment of a type 2 dens fracture. After insertion of the soft tissue retractor (648.101) and the k-wire guiding cannula screw guide (648.010s), the surgeon inserted the 1.05mm k-wire x 600mm, tapered tip, nitinol (648.007). The tip of the k-wire fractured after being inserted roughly 5mm into c2, and the tip could not be retrieved from the patient. This evaluation determined that this event was within expected risk; therefore, no further actions will be taken at this time. The following sections have been updated for this supplemental report: b4, g6, h2, h3, h6, h10.

Event description:
It was reported that during a case the tip of the k-wire broke off and was retained in the patient post operatively. This event occurred in austria.